Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was heavily calcified. For pre-dilatation, an armada 35 balloon dilatation catheter was used, however, during the first inflation, the balloon ruptured at 10 atmospheres. A non-abbott balloon dilatation catheter was used to successfully complete the procedure. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.